Event description:
Pt just hooked up around noon today on penicillin 6 potassium (17.5 mill units/350 ml dsw; 4 mill units = 80 ml over 1 hr q6hr with 1ml/hr kvo in between dose). Had only been hooked up about 3 hrs and spouse noted extensive wetness and leaking around filter site. Home rn had to make an extra visit to hook up new bag and new tubing. Increased cost due to wasted bag of drug, tubing and extra rn visit. Potential for infection due to break in system. Addendum - pt had to return to hosp the next day to replace their IV site (PICC line) which had occluded as a result of leaky tubing.